Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's skin was broken down under the te pads and there was slime on the damaged skin. The patient was in the hospital and their physician ended use of the lifevest.